Event description:
Rptr indicated that the pt's programmed parameters were being ramped up on a regular basis. When the pt was at 1.5ma output current, they aspirated and acquired aspiration pneumonia. Further f/u revealed that the pt's device was initially activated in 2002 and was programmed to the following parameters: normal mode output current: 0.25ma, normal mode frequency: 20hz, normal mode pulse width: 250 usec, normal mode on time: 30 seconds, normal mode off time: 5 minutes, magnet mode output current: 0.50ma, magnet mode frequency: 60hz, magnet mode pulse width: 250 usec. Parameter adjustments were made as follows: 2/2002: normal mode output current increased to 0.50ma, magnet mode output current increased to 0.75ma. One week later: normal mode output current increased to 0.75ma, magnet mode output current increased to 1.0ma. The next week: normal mode output current increased to 1.0ma, magnet mode output current increased to 1.25ma. The next week: normal mode output current increased to 1.25ma, magnet mode output current increased to 1.50ma. The next week: normal mode output current increased to 1.50ma, normal mode pulse width decreased to 130 usec, magnet mode output current increased to 1.75ma. The next week: normal mode output current increased to 1.75ma, magnet mode output current increased to 2.0ma. The next week: normal mode pulse width increased to 250 usec, magnet mode pulse width increased to 500 usec. The pt aspirated 4 days later, resulting in aspiration pneumonia and hospitalization. The pt's device was programmed to off (approximately 4/2002) during their hospital stay and has not yet been reactivated. The pt was discharged from the hosp in 5/2002. Physician is not sure if the aspiration corresponds with the changes in programmed parameters. The pt does not have a f/u visit scheduled at this time. Attempts to obtain add'l info have been unsuccessful to date.